Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter and a char issue occurred. There was char on the electrode of octaray mapping catheter. The issue occurred because the ablation was conducted while the electrodes of the ablation catheter and octaray mapping catheter were at a short distance from each other. The char was confirmed when the procedure was completed and the octaray mapping catheter was removed from the patient¿s body. There was no patient consequence reported. Additional information was received. The char was located on the tip electrode. The system did not present with any error messages nor did the physician / user see any product problem. The issue was related to octaray mapping catheter. The issue was not related to the pump nor the generator.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter and a char issue occurred. The bwi product analysis lab received the device for evaluation on 16-jul-2024. The device evaluation was completed on 08-aug-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed char on the electrodes from the tip area, no more damage or anomalies on the device were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed due to the char observed. This issue was related to a user error since the ablation was conducted while the electrodes of the ablation catheter and octary were at a short distance from each other. The potential cause of the char could be related to an user error. The instruction for use (IFU) contain the following recommendations: to avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Lot number was retrieved during the device evaluation. Therefore, updated d4. Lot, h4. Device manufacture date, d4. Expiration date and d4. Primary UDI number. Additional information was received on 23-jul-2024. The patient was anticoagulated. Act: 300 over. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician did not consider that it was excessive. The physician did not consider the amount of char observed caused a potential risk to this patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).